Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. This report is related to a journal article, therefore no product will be returned for analysis and the manufacturing record evaluation cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Please provide any patient demographics. Citation: 2026 feb 9;15(4):1363. Doi: 10.3390/jcm15041363. Pmid: 41753051; pmcid: pmc12941911. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: kanani f, kozin m, ben avraham y, avitan e, gurevich m, nesher e, gravetz a. Laparoscopic living donor nephrectomy: learning curve analysis through 1446 cases and outcomes from 200 consecutive mastery-phase procedures-how I do it. J clin med. 2026 feb 9;15(4):1363. Doi: 10.3390/jcm15041363. Pmid: 41753051; pmcid: pmc12941911. The aim of this study is to high-volume single-center experience with standardized transperitoneal laparoscopic donor nephrectomy and cusum-based learning curve analysis. Between january 2015 and december 2024, a total of 200 consecutive laparoscopic living donor nephrectomies were using ethicon endopath, ethicon harmonicace® + shearsorharmonic synergy® hook, ethicon ligaclip®, ethicon echelonflex¿, surgicel® ethicon, 0-vicryl, 4-0 monocryl and dermabond® (ethicon). Reported complications are: n=8; clavien¿dindo (grade I); treatment: not mentioned. N=3; clavien¿dindo (grade ii); treatment: not mentioned. N=1; clavien¿dindo (grade=iii); treatment: not mentioned. N=2; superficial ssi; treatment: not mentioned. N=1; seroma; treatment: not mentioned, n=1; intra-abdominal collection; treatment: not mentioned, n=3; urinary retention; treatment: not mentioned. N=40; orchalgia (testicular pain-1 month); treatment: not mentioned, n=31; orchalgia (testicular pain-1 year); treatment: not mentioned, n=2; 30-day readmission; treatment: not mentioned, n=3; 90-day readmission; treatment: not mentioned. In conclusion, this high-volume single-center experience demonstrates received: 9 january 2026 revised: 2 february 2026 accepted: 5 february 2026 published: 9 february 2026 copyright: © 2026 by the authors. Licensee mdpi, basel, switzerland. This article is an open access article distributed under the terms and conditions of the creative commons attribution (cc by) license. Favorable outcomes in laparoscopic living donor nephrectomy with cusum-defined proficiency phases extending beyond 1000 cases. The outcomes observed likely reflect the combined effects of institutional volume, team experience, and standardized technique. Multi-center validation is required before generalizing these results.